Event description:
Customer reported two cartridges used on the rapidlab 1245 were discovered to be leaking waste. Customer was advised to return the cartridges to the manufacturer for further investigation and replacement. Customer returned the cartridges. Upon examination, it was discovered that the waste tube was detached from the adapter. No patient samples were impacted by this event.

Manufacturer narrative:
Returned cartridges are being evaluated. Root cause has not yet been determined. This event is being reported because it created a leak of biohazardous waste fluid. No patient samples were impacted by this event.